Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator generated two technical error codes. The error codes indicate an open safety valve and a power failure. There was no patient involvement. (B)(4).